Event description:
Device was being used to monitor an unstable pt. After the monitor had been on approx 10-15 minutes the monitor screen would go off. The only way the monitor would stay on was if it was held on (the "on" button depressed continously). The biomedical tech was able to recreate this problem when testing the equipment.